Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the screws were worn, and the device was out of calibration at the 0 and 20 reading. The motor and screws were replaced, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1: telephone: (B)(6). G2: foreign: poland.

Event description:
It was reported that the dermatome had a calibration issue, motor speed issue and worn screws. The event timing was preventative maintenance. No adverse events were reported as a result of this malfunction. Due diligence is complete. No additional information is available.